Manufacturer narrative:
No product malfunction. This is an isolated incident as there have been no other reported events with the same lot. Based on details provided to the manufacturer it is not possible to determine the exact cause of the infection. The cause of infection can be multifactorial, including but not limited to implant sterility, medical facility instrument care, and medical facility cleanliness/sterilization protocols.

Event description:
Patient brought in for wash-out, surgeon elected to do a full single stage revision of components along with antibiotics.